Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, the proximal conductor was kinked/buckled and had blood on it (not obstructed). The outer insulation was cut. Visual analysis noted apparent explant damage. The lead was returned with the anchoring sleeve on the distal end of the lead. The analyst could not perform helix extension/retraction/length testing due to the condition of the returned lead. During explant it appears that the proximal conductor was distorted and is pressing on the inner insulation and the distal conductor. This is preventing the helix from extending or retraction when the pin is rotated.

Event description:
It was reported that during the one-year device follow-up a "stimulation default" was found on both leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(64.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.